Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter: during a urological procedure, the suture was used for anastomosis of bladder and ureter. While running the suture on the ureter, the needle broke. The broken needle fell into the ureter and it took about 1 hour to get it removed. The broken needle could not be located in the beginning but eventually located by taking CT image. Then balloon was inserted transurethrally and a part of the needle came out of the ureter. The needle was removed from the ureter successfully. No patient harm. No bleeding.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the sample noted one suture and one needle. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. One needle was received broken at the swaged end. Under magnification, instrument marks were observed near the break site. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. Grasping the needle at the swaged end during application can damage the needle as observed. It is recommended that the needle be grasped from the needle body, where the wire is of a full diameter and significantly stronger than at the swaged end. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.